Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to set their scs ipg to MRI mode due to low impedance issues. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein diagnostics performed intra-op indicated the low impedance issue resolved upon using an mltc. In turn, the ipg was explanted and replaced. Reportedly, the issue resolved.